Event description:
It was reported that the device was observed to be in a backup vvi mode without defibrillation capabilities. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The device was in backup hwvvi reset due to a power on reset. The battery voltage was low due to latch-up of the static random access memory chip caused by exposure to background levels of ioni zing radiation. The exposure triggered a high current drain state which depleted the battery voltage rapidly, causing it to enter hardware reset mode. After clearing the reset and replacing the battery, the device functioned within normal product specifications.